Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left-side rupture. Per CT scan. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as fold flaw opening. And missing shell assessed, as inconclusive. As per the investigation procedure: non penetrating nick, creases and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, a left side rupture. Per CT scan. Device has been explanted.

Event description:
Healthcare professional reported, a left side rupture. Per CT scan. Device has been explanted.